Event description:
The physician reports that the crystalens was damaged while attempting to inject the iol using a bausch & lomb lens injector. No further details are available at this time.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.